Event description:
During the procedure the hypotube tip segment became detached and remained in the pt's vessel. The physician inserted the occlusion balloon wire into the pt and attempted for 20 minutes to cross the lesion inside the pt's vessel. The physician was manipulating the tip and the tip became lodged in the lesion. The physician attempted to remove the occlusion balloon wire and the tip segment separted and remained in the pt's vessel. The physician inserted a snare and was able to successfully remove the separated tip segment from the pt. The physician inserted a second device to complete the case. The pt is reported to be fine.